Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, provided instructions for storage mode, and instructed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged.